Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 208 mg/dl. Troubleshooting was performed verifying the occlusion alarms; additional troubleshooting was declined by the customer. Reportedly, the customer continued to use the pump for insulin therapy.